Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was hard to open and close. A field service engineer (fse) found broken rails in auxiliary drawer 7.2, which required replacement. The fse logged into the hardware test application (hta), removed the cubies, powered off the station, and replaced the drawer with a site-provided unit. After restarting the station, the fse logged back into hta, reinstalled the cubies, ran a functionality test, restarted the device, and configured the drawer to the station. The repair was verified in hta, and a preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there caused was a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. As per part investigation, it was determined that drawer failure was attributed to a missing retainer bracket and a missing slide bumper. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there caused was a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a and imdrf annex g. Correction: section d unique identifier (UDI). Part analysis: the report of the drawer failure was confirmed by fse (field service engineer). According to wo (B)(4): the fse reported that the aux drawer 7.2 has broken rails. The fse found drawer needing replacement, logged into the hta, removed cubies, powered off station removed/replaced drawer, restarted station, logged into hta, placed cubies in drawers, execute functionality test, restarted device and configured drawer to station. Verified repair in the hta. No visible damage was observed during inspection. During laboratory testing, it was observed that the bottom drawer exhibited instability and produced a grinding noise when opened. Additional inspection revealed that the retainer bracket and the slide bumper were missing. No further investigation was performed since the issue had already been identified. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failure was attributed to a missing retainer bracket and a missing slide bumper, which were identified during laboratory testing.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was hard to open and close. A field service engineer (fse) found broken rails in auxiliary drawer 7.2, which required replacement. The fse logged into the hardware test application (hta), removed the cubies, powered off the station, and replaced the drawer with a site-provided unit. After restarting the station, the fse logged back into hta, reinstalled the cubies, ran a functionality test, restarted the device, and configured the drawer to the station. The repair was verified in hta, and a preventative maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there caused was a delay. There were no adverse events or injuries reported based on this event.